Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-12437. It was reported following ipg replacement, the leads had invalid impedances. Reprogramming gained only minimal stimulation coverage. Surgical intervention is planned to address the issue. Note the patient received two leads from different lot numbers. Both leads are being reported. One of the leads is placed peripheral (off-label use).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.